Event description:
A report was received that the patient started to experience some tingling and numbness in the hand after a lead was placed at the cervical area. The patient underwent a revision procedure wherein it was noted that the lead had lots of compression, hence a bone and tissue were taken out to take the pressure off. The patient was reportedly doing well postoperatively.